Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm micl13.7 implantable collamer lens, -10.50 diopter, in the patients right eye (od) on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to excessive vaulting. The patient experienced intermittent headaches. The lens was exchanged for a shorter lens and the problem was resolved. The headaches have been resolved.

Manufacturer narrative:
H3: device evaluation: the lens was returned dry, in a sterile pouch, with residue on lens. Visual inspection found no visible damage to the lens. Claim # (B)(4).